Event description:
On 8/27/98 a st. Jude medical rep was requested to interrogate the pt's ICD in the hosp. The pt was hospitalized for a non-device related reason. The rep learned that the pt's bipolar pacemaker would revert to unipolar pacing when the ICD delivered a shock. Upon interrogation of the ICD, the battery showed end of life. The decision was made to explant the ICD.